Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during manual prime. The customer was changing a bent infusion set cannula and used the same reservoir when the insulin pump alarmed no delivery. The customer resolved the issue by changing the reservoir. Customer's blood glucose level was 31 mmol/l. The customer treated their blood glucose level with the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.